Manufacturer narrative:
Failure analysis noted that the pump was alarmed compromised force sensor system during the basic occlusion test due loose/protruded drive support disk. The pump had a cracked reservoir tube lip , cracked battery tube threads, severely scratched lcd window, scratched reservoir tube window and stained end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 500 mg/dl at the time of incident. The customer treated with manual injections. The customer stated that the pump shut off after receiving the compromised force sensor system alarm. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.